Event description:
Iliac arteries had a short "take off" from the aorta. Due to the length of the main body graft selectd, alternative iliac leg lengths were selected for deployment. The zenith three-piece modular graft was deployed noting good placement within the vessel. When attempting to recapture the top cap, upon pulling the cannula downward, the distal end of the delivery system caught on the suprarenal fixation. The graft was noted to have slipped downward, as a result a proximal type I endoleak was viewed. Re-ballooning of the proximal sealing stent resolved the endoleak, however, the physician elected to place a main body extension in order to provide full coverage in the aorta. No other complications occurred as a result of the inadvertent migration.